Event description:
Device 3 of 3. Reference MFR report #1627487-2012-12710, 12711. It was reported, the pt developed a new pain pattern that could not be captured with current lead placement. The physician offered to add another lead to capture the new pain. Reportedly, the pt opted to have complete system explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.